Event description:
Physician was treating a pt with stones in the bladder with the holmium laser. The tip of the fiber (lightguide) fell off into the bladder. There was no injury to the pt. Treatment of the stones was completed with an electro hydraulic lithiotripter.